Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 600 mg/dl with symptoms of extreme thirst. The patient was treated with an insulin shot to bring their blood glucose down. The reporter was unable to complete troubleshooting at the time of the event. The reporter did say that the site was changed and the blood glucose did not come down. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump and the pump could not be ruled out as a contributing factor.